Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, when the device was disconnected from the radical docking station the unit powered off. The battery was replaced and the unit functioned as designed.

Event description:
It was reported that the handheld battery charges. However, after the device was unplugged from the ac power or disconnect from the docking station, the unit powered off. It is unknown if an error message and/or audible alarm occurred. No known impact or consequence to patient.